Event description:
The event was identified during a review of the posterior cervical fixation study, the report identified that on (B)(6) 2024 a patient underwent an anterior cervical discectomy fusion (acdf) procedure at c4/5 with anterior plate and posterior fixation. On (B)(6) 2024 post-op day 1 imaging noted a new kyphotic angulation at the c5/6. On (B)(6) 2024 an additional acdf was performed at c5/6 and the c4/5 plate was removed. No additional information provided.

Manufacturer narrative:
No product malfunction was alleged so no product was returned for evaluation as well no radiographs were provided so the complaint could not be confirmed. Review of the reported event identified that one day after a anterior cervical discectomy fusion (acdf) procedure with anterior and posterior fixation the patient presented with a new kyphotic angulation that required an additional acdf the inferior adjacent level indicating a complication related to an unidentified pathology during the index procedure and considered a surgical planning error and unrelated to nuvasive device functionality. No additional investigation required. Manufacturing review: no material or lot code information was provided so a complete manufacturing review could not be completed. Although review of ncmr records and similar events notes no non-conformances with respect to material type, treatments or dimensions that may have caused or contributed to this mode of failure. Labeling review: "contraindications contraindications include, but are not limited to...6. Patients with physical or medical conditions that would prohibit beneficial surgical outcome..." "Potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries.." "Warnings, cautions and precautions the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant..." "...based on the fatigue testing results, when using the vuepoint oct system and vuepoint ii oct system, the physician/surgeon should consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc. Which may impact on the performance of the system...care should be taken to insure that all components are ideally fixated prior to closure..." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery..." "Pre-operative warnings use of cross sectional imaging (i.e., CT and/or MRI) for posterior cervical screw placement is recommended due to the unique risks in the cervical spine. The use of planar radiographs alone may not provide the necessary imaging to mitigate the risk of improper screw placement. In addition, use of intraoperative imaging should be considered to guide and/or verify device placement, as necessary. 1. Only patients that meet the criteria described in the indications should be selected. 2. Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided...5. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Method of use please refer to the surgical technique for this device." "Information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at..." 9400215-en n-09/2018.